Manufacturer narrative:
Per the tandem user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t: slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t: slim pump. Humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30-39 mg/dl. Reportedly the customer gave a bolus but accidentally input values incorrectly and that customer was using supplies beyond labeling. Customer was treated with intravenous fluids of saline and a glucagon injection to address their bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.